Event description:
This lead was removed and replaced due to thresholds of 5.5 v at 1.5 ms reported in (B)(6) 2009. Outputs had to be increased. There were no adverse events reported for the pt. Should additional info be received, this file will be updated. The hospital retained the device.